Event description:
A patient was seen this fall regarding a malfunctioning medi port that was placed almost one month prior to an appointment whereby catheter leaking was noted. The patient was scheduled for removal/replacement that was done one week after the appointment. The catheter was noted to be fractured at the junction with the port body on the nipple. The port was replaced without difficulty using a right internal jugular approach.